Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual heated evaqua2 breathing circuit was not returned to fph in (B)(6). Our investigation is based on the photograph provided by the medical centre, our knowledge of the product and previous similar complaints. Results: visual inspection of the photograph revealed that there was a crack along one of the swivel wye ports. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change is currently in process. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A medical centre in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the swivel wye of an rt265 infant dual heated evaqua2 breathing circuit was cracked. This was discovered before patient use.

Manufacturer narrative:
(B)(4). We are currently trying to obtain the complaint rt265 infant dual heated evaqua2 breathing circuit for evaluation. We are in the process of determining if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A medical centre in (B)(6) reported via a fisher and paykel healthcare (fph) field representative that the swivel wye of an rt265 infant dual heated evaqua2 breathing circuit was cracked. This was discovered before patient use.